Manufacturer narrative:
(B)(4).

Event description:
A power on reset was reported; the pt was unable to adjust stimulation using their pt programmer. Additional info has been requested; a follow-up will be sent when additional info becomes available.